Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states the pump was used in operating room, a bang was heard and blue sparks were seen. The pump was unplugged. It was discovered that the main cable is scorched near the pump inlet.

Manufacturer narrative:
Submit date: 07/01/2013. An investigation is currently underway. Upon completion, the results will be forwarded.